Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with the vistec sponge. The customer reports "product is shredding and falling apart in open wounds."

Manufacturer narrative:
An investigation is underway. Upon completion of the investigation, results will be forwarded.